Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard cover was worn and needed replacement. The field service engineer replaced the keyboard cover, inspected all internal connections, and performed general cleaning of the accumulated dust. After completing the repair, the fitment of new keyboard cover and unit functionality was verified. Additionally, the customer stated that one of the lower drawers made a banging noise when drawer was closed and had a sharp edge. The fse found that drawer 5¿2 had a loose faceplate cover and noticed unusual rail wear on the right side. The drawer was working fine and likely would continue to for a while; however, the fse recommended replacing it proactively before it developed a more critical issue. The faceplate was tightened on the right side as it was just loose. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard cover worn and drawers had a noise and sharp edge. The customer stated that this malfunction caused a drawer's banging noise and had a sharp edge. There were no adverse events or injuries reported based on this event.